Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc wing leaks beyond the blood control feature. The following information was provided by the initial reporter: when starting several IV's over the last 1-2 weeks the angiocath did not function as designed. The insyte autoguard winged 22 gauge IV catheters are designed to have no bleed back after stylet is removed. The last 4 or 5 that I've started did not function as designed. The last 2 catherters were lot#3192240 and #4032939.

Event description:
Additional information: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None. 2. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? None. 3. Could you specify the exact number of items affected from lot# 3192240? 2-that we are aware of. For (B)(4) (material#381523). 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None. 2. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? None. 3. Could you specify the exact number of items affected from lot# 4032939? 2-that we are aware of.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382623 and lot number 3192240. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.